Event description:
It was reported that the customer's insulin pump received a communication error. It was also mentioned that insulin pump was exposed to moisture. Customer's blood glucose level at the time was 222mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and functioning properly. No a39 alarm noted and no moisture damage found inside the insulin pump. The insulin pump passed displacement test and self test. The insulin pump has cracked case at the display window corner, cracked battery tube threads and with broken reservoir tube lip.